Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to damaged dvi (digital visual interface) in terminal. The cause of the faulty dvi in terminal could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high-definition lcd monitor has dvi in terminal damage, and the image is not displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The image was not displayed due to damage to the dvi in terminal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.